Event description:
Complainant alleged that while attempting to defibrillate a pt (age unknown) with a ventricul tachycardic heart rhythm, the device failed to discharge twice at 200 joules. The complainant indicated that the clinician charged the device to 200 joules a third time and delivered energy to the pt. Ultimately, five discharges were administered to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.